Event description:
Medtronic received information that pump error 63, pump error 42 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
S.w version 4.11d. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged pump error 63 alarm and pump error 42 alarm found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, pump error 63 alarm during self test. The pump was monitored and no pump error 42 alarm noted. Successfully downloaded history files and traces using thus. Pump error 42 alarm (file number: 13 line number: 457) was recorded and found in the formatted history file on: 09/28/2021 21:50:29.000. Pump error 42 alarm (file number: 13 line number: 457) was confirmed according in the formatted history file, suspected on hw. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: 09/29/2021 10:22:08.000, 06/14/2023 11:39:41.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump error 4 alarm was recorded and found in the formatted history file on: 09/29/2021 10:22:06.000. Pump error 4 alarm was the consequence of pump error 63 alarm, suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 29-sep-2021 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 09/26/2021 23:44:00.000, 09/27/2021 09:35:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 09/27/2021 00:00:00.000, 09/27/2021 09:51:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: 09/26/2021 22:15:20.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: 09/27/2021 00:33:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. Pump error 54 alarm (file number: 32122 line number: 1421) and pump error 3 alarm were recorded and found in the formatted history file on: 09/28/2021 21:50:25.000, 09/28/2021 21:50:27.000. Pump error 54 alarm (file number: 32122 line number: 1421) and pump error 3 alarm were confirmed according in the formatted history file due to software error. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Retainer ring damage (a cracked retainer) was confirmed. Pump error 42 alarm (file number: 13 line number: 457) was confirmed according in the formatted history file, suspected on hw. Pump error 54 alarm (file number: 32122 line number: 1421) and pump error 3 alarm were confirmed according in the formatted history file due to software error. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Pump error 4 alarm was confirmed, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.